Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two returned used sensors and performed a visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen readings. Place sensor under microscope and found cracks damage on the gold trace at the counter and working electrode. See attached file for bts results. In summary, the customer complaint of unexpected sensor alarm was confirmed. Sensor failed for low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen readings. Found cracks damage on the gold trace at the counter and working electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values, change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 137 mg/dl and sensor glucose value was 400 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. No harm requiring medical intervention was reported. Customer will discontinue to use the sensor. Product mmt-7040a was requested and product was returned for analysis.